Event description:
The user straightened the pig tail of the stent using the straightener and attempted to advance it over a wire guide (boston scientific's 0.025 inch endoselector) but failed. So he removed the straightener from the stent and found the pig tail was kinked. (B)(4) he replaced it with another zebd-5-10 (lot:c1864864) to complete the procedure. The boston scientific's 0.025 inch endoselector was used as well (B)(4). This file will capture the user error of the incorrect wireguide used. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-5-10 device of lot number c1864864 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution zebd-5-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. To ensure conformity of all batch release products, pack qc procedures as per d00059695, [qsi0907], verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.